Event description:
It was reported the customer had a failed battery test alarm on their insulin pump. Customer also reported the battery compartment tube has disconnected from their insulin pump's casing. It was also found the contacts on the customer's battery cap was damaged. Customer's blood glucose was unknown at the time of the call. Customer was advised to revert to a back-up plan while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
The insulin pump had a blank display due to broken battery tube wires. The battery tube was loose and slides out of the case. No battery alarms could be verified and the displacement test could not be performed due to the blank display. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.